Event description:
It was reported that during follow-up, vf episode due to noise was observed. The noise could not be reproduced with provocative test and pocket manipulation. Fluoroscopy revealed externalized conductors. The lead was capped and replaced. The patient condition was good following the procedure.